Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, they noticed that the dissection tip on the vasoview hemopro was cloudy/hazy when it was removed from the tray. The tip was not used and a vv6 pro with vasoshield accessory pack was opened and the tip from that accessory pack was used to complete the case. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).